Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b11, (imp,tsv,4.1mm,sbm,11.5)), for evaluation. Visual evaluation was performed, a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 1265726. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265726, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Zimvie employee reports through email that the clinic informed them of a fractured implant at the head part, and the implant was removed. It was reported that the implant had mobility and that they discovered through an rx that it was due to implant fracture. They also indicate the implant was loose.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of event. B4: date of this report. B5: describe event or problem. D1: brand name. D4: additional device information. D6a: if implanted, give date. D6b: if explanted, give date. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type?. H4: device manufacture date. H10: additional narrative.